Event description:
Pt having hysteroscopy, hysteroscopic myomectomy with smith & nephew morcellation system, operative laparoscopy, multiple myomectomy times 5, using the harmonic scalpel with uterine reconstruction. Versa port bladeless 5mm trocar tip broke off, and had to be retrieved by physician doing procedure.